Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the insulin pump has a crack where the belt clip slot is. The customer also reported receiving a pump error but was cleared during troubleshooting. The customer mentioned that they are unable to rewind the insulin pump. The customer's blood glucose is 122 mg/dl. No product is returning.

Manufacturer narrative:
The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No an error in the motor was detected by reading unexpected value from hall sensor error alarm noted during testing. The motor was tested outside the device and passed. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with minor scratched display window and case. No damage to belt clip rails was noted.